Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. The display was blank. However, after changing the battery the display returned. It was reported that there was a crack in the display and on the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.